Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was backflow blood from the hemostatic valve. The approximate amount of blood was less than 2ml. The valve did not break in half, but there were cracks reported. The sheath was replaced, and the issue resolved. There was no air introduced and the sheath was removed easily without incident. No interventions were required. Since there¿s no indication that the backflow bleed was excessive nor that patient¿s hemodynamics was compromised, this won¿t be considered a patient event but a product malfunction for hemostatic valve separation as it is most likely that the backflow bleed occurred due to a malfunctioning/dislodged valve. It was also reported that there was artifact present on v1 of the ep recording system. There was no artifact on the carto 3 system. The body surface (bs) electrocardiogram (ECG) cables were exchanged but the issue persisted. The ECG out connection unit was exchanged, the issue was resolved, and the procedure was continued. The ECG noise issue is not MDR-reportable. The hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed as the complaint device was not returned. It was reported that during an atrial fibrillation (afib) ablation procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was backflow blood from the hemostatic valve. The approximate amount of blood was less than 2ml. The valve did not break in half, but there were cracks reported. The sheath was replaced, and the issue resolved. There was no air introduced and the sheath was removed easily without incident. No interventions were required. Since there¿s no indication that the backflow bleed was excessive nor that patient¿s hemodynamics was compromised, this won¿t be considered a patient event but a product malfunction for hemostatic valve separation as it is most likely that the backflow bleed occurred due to a malfunctioning/dislodged valve. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001424 number, and no internal action related to the complaint was found during the review. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)